Manufacturer narrative:
(B)(4).

Event description:
New information received notes that the patient also received inappropriate shock following af due to lead dislodgement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that undersensing was observed. Lead dislodgement was noted on x-ray. Lead was replaced. No further information was available.